Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient, (B)(6), underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). During ablation phase, after 3-4 ablations, the atrial flutter began conducting 1:1. Patient became hemodynamically unstable and the arterial pressure became undetectable. Pulseless electrical activity (pea) was confirmed. Cardioversion was performed. Catheters were retracted from the patient¿s heart. CPR was successfully performed. Patient was reported to be in stable condition. Flutter line was completed. Patient left the procedure in sinus rhythm. Patient was transferred to the intensive care unit for recovery. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered and was discharged on post-procedure day 1. Medical history includes transposition of the great vessels. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable